Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the outer sheath exhibited ceramic tip was damaged. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d9, h3, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and the damage pattern, it is likely that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.